Event description:
Per the clinic, the patient experienced an infection and tissue overgrowth around the abutment site (specific date not reported). The patient was treated with oral and topical antibiotics (date and duration not reported). Subsequently, the patient underwent a skin revision and abutment removal surgery under general anesthesia on (B)(6) 2021. The implanted device remains.